Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a melted cap. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Correction- h8 has been updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a yellow melted material around the blades and the material does not look like a tip cover. The complaint regarding melted cap when sterilized was confirmed by failure analysis. The probable root cause could not be established from the findings from failure analysis as the observed melted material did not appear to be a tip cover as opposed to the customer-reported complaint of the tip cover/cap being melted.

Event description:
Refer to h11 for follow-up information.